Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus a visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during surgery the clamp seized on thread of the screw armrest was unstable. There was no backup device available. No delay or patient injury reported.